Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced leakage issues on (B)(6) 2026 which leads to high blood glucose levels upto 300 mg/dl and was treated with manual bolus. The location was at site. The patient infusion set was bleeding. No further information available.